Event description:
It was reported that the patient complained about feeling skipped beats. The physician inquired about the cause and discovered it was due to normal operation of managed ventricular pacing (mvp). Follow-up with the clinic confirmed that the device was reprogrammed and the patient continues to be monitored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).